Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The service history of the device was reviewed and no repair history was found. A two-year review of complaint history revealed there has been a total of 57 complaints, regarding 57 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.07. Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The customer reported that the smi-02ap, spectrum autopass suture passer, device tip broke in the joint space during a rotator cuff repair on (B)(6) 2018. The broken tip was removed using graspers causing a 2-minute delay in the procedure. The procedure was completed as normal causing no injury to the patient or user. There was no medical intervention or extended hospital stay for the patient due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.